Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: 3537, product type: programmer, patient.

Event description:
A manufacturer representative (rep) via a trial patient reported that the patient has had a loss of therapy over the last couple of days prior to date notified. It was stated that "one episode" the patient messed herself and had to clean the bandage, etc, and may have messed up the wire. The patient also started seeing the unable to find device screen and has been unable to connect to the external neurostimulator (ens). Additional information received from the healthcare provider (hcp) on 2016-jun-29 reported that the patient was instructed to contact the rep related to the loss of therapy, inability to connect with the ens, and suspected wire issue. It was further indicated that the controller does connect but at times it states "looking for device." The issue is still ongoing. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.